Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The hermetic lumbar catheter, open tip ((B)(6)) was not returned for evaluation, and no photos showing the reported defect were provided; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
Na.

Event description:
Medwatch uf/importer report# (B)(4) was received stating the following: "eeg tech noted while replacing the leads noticed that the evd (external ventricular drainage) tubing had a slit in tubing leaking scant amount of csf (cerebrospinal fluid) above 3 way stop cock closets to the patient. Hemostat placed onto tubing of evd to stop leaking per rn [redacted name]. Neurosurgery to bedside to replace distal tubing set up. Patient taken to CT scan after replacement. Patient asymptomatic no change to vitals." Additional information has been requested.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.